Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. It was found that performing the gain calibration resolved the issue. The site was advised to complete this calibration monthly to prevent this error message from reappearing. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system displayed the message "applicationmvs.exe stopped working". This issue was discovered pre-operatively, so a gain calibration was performed and the issue was resolved. There was a reported delay to the procedure of less than 1 hour due to this issue. The procedure was completed successfully with the system and the patient was not impacted.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.